Event description:
User received a cartridge alarm (alarm 30) during pumping, verified in the pump history, with no notable events preceding it. There was no reported impact to the customer¿s blood glucose level. The pump, under warranty, required replacement, and tandem technical support issued instructions for returning the problematic pump, provided a pre-paid return label, and sent out a replacement pump. The customer did not disclose the backup therapy method but was aware of the replacement procedure.